Event description:
It was reported that the bottom cover of the mobile power unit was cracked at the power inlet. The battery strap was also worn out.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu being damaged was confirmed, as the returned mpu (serial number (B)(6) was observed to have a small crack in its bottom housing near the power inlet. The mpu¿s red battery strap was also observed to have been frayed upon arrival. The mpu was received at the european distribution center. The mpu was functionally tested and was found to perform as intended despite the observed damages. The mpu¿s bottom housing and red battery strap were replaced with new components. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root causes of the observed damages were unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 24feb2017. No further information was provided. The manufacturer is closing the file on this event.